Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected sodium results were obtained from a vitros performance verifier (pv) quality control fluid using vitros chemistry products na+ slides lot 4245-1075-8554 and lot 4248-1080-0429 on a vitros 5600 integrated system. Lot 4245-1075-8554 vitros pv I f9070 results of 220.6 and 199.3 mmol/l vs. The expected result of 119.8 mmol/l lot 4248-1080-0429 vitros pv I f9070 results of 203.3, 204.3 and 206.1 mmol/l vs. The expected result of 119.3 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a quality control fluid and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier quality control fluid using vitros chemistry products na+ slides lot 4245-1075-8554 and lot 4248-1080-0429 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. The most likely cause of the event is an issue related to the customer¿s protocol. The customer was not warming the vitros na+ slide cartridges for the required amount of time after removing them from storage and before loading and using them on the vitros 5600 system. An ortho ls visited the customer site and reviewed the proper protocol with the customer. Since the ortho ls visited the site, the customer¿s vitros na+ qc results have significantly improved. A vitros na+ reagent lot 4245-1075-8554 related issue could not be ruled out as a contributor of the event as historical quality control results were not acceptable. Additionally, a vitros na+ reagent lot 4248-1080-0429 related issue could not be ruled out as a contributor of the event as historical quality control results were not available for evaluation. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4245-1075-8554 or lot 4248-1080-0429. Precision testing performed on the vitros 5600 integrated system around the time of the event indicated that an instrument related issue was not likely a contributor of the event. However, as current calculated sd values for the vitros pv fluids are still higher than expected, an instrument related issue cannot be completely ruled out as a contributor of the event.